Event description:
It was reported that the customer's reservoir was leaking at the connector tubing and that there was fluid in the insulin pump. The customer's blood glucose was 416 mg/dl. The customer treated her high blood glucose with a manual injection. Troubleshooting was done. Advised customer to dry the reservoir compartment with a lint-free cloth or sterile gauze. The customer reiterated that the leak was between the connection hose and the reservoir septum. The insulin pump passed the self-test. Advised customer to start with a new infusion set and reservoir to ensure that the tubing connector and reservoir top were dry. Advised customer to monitor the insulin pump and call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.